Event description:
Dealer states the footplate on the right side is broken. There is a chip out of the metal piece on the bottom. The dealer stated that the consumer was getting in and out of chair, placed his foot down and the footplate broke